Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the whole drawer was failed. A field service engineer replaced retractor, pyxibus controller, drawer controller and row boards cable but not correct the issue. The fse also swapped out drawer from customer spare unit to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a whole drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and imdrf annex g, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the reported issue related to the medstation es main 6dr was confirmed by the bd fse (field service engineer). However, dchu laboratory investigation could not replicate the issue due to the condition of the returned drawer. The device was initially evaluated by the bd fse according to wo 02005497: fse reported that drawer 3 was not detected on bus. Fse replaced retractor band, pmc board, drawer controller board, and the row boards cable, but the issue persisted. Fse swapped out the drawer from customers spare unit. The device was then configurated and tested and exhibited no further issues. During dchu laboratory external inspection performed on the returned assy cubie module fh (p/n 138900-02): the rear plate was found to be slightly bowed out. The cubie trays, cables and dividers were found all disconnected and placed in the returned drawer. Laboratory evaluation was not possible due to the compromised condition of the received assy cubie module fh. Attempting to replace damaged components could interfere with the investigation by masking unknown internal failures and altering the original fault state. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified. The returned drawer was received in a compromised condition that prevented investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a whole drawer failed. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the rear plate was found to be slightly bowed out. The cubie trays, cables and dividers were found all disconnected and placed in the returned drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a whole drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.